Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of respiratory dysfunction and bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for shortness of breath while at rest. The patient was found to be hypoxic with oxygen saturations in the 80¿s and chest x-ray showed pulmonary edema. The patient was placed on bi-pap and intravenous (IV) diuretics for fluid overload. The day after admission the patient felt better, was off bi-pap and on a nasal canula and only had shortness of breath with activity. The patient was weaned off of oxygen completely by the third day of admission. The patient reported seeing blood when wiping after a bowel movement and gastroenterology was consulted whom felt that the bleeding observed was likely due to patient¿s previously diagnosed hemorrhoids and ordered a topical medication. Neurology was also consulted due to dizziness and no new orders or interventions were done as patient was adequately anticoagulated. Vascular surgery was also consulted to see if chronically occluded carotid artery could be contributing to patient¿s repeated, recent dizziness. No further recommended actions as the patient was properly anticoagulated and long standing history of the known occlusion. The patient had multiple episodes of diarrhea and abdominal cramping and gi was again consulted and stool studies, stool cultures and abdominal x-ray were all negative. The patient was prescribed anti-diarrhea medication and probiotics. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.